Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user, who has two dario meters, reported receiving bg readings from both of her dario meters that were between 100 mg/dl and 200 mg/dl different than her actual bg level.